Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : a visual and functional assessment was performed on the device according to se_121060_ag. The following steps failed: section 70: check for mechanical free movement section 80: check general function in running mode. During service/repair the following was observed (technician note): attachment not functioning. Performed full servicing and attachment tested working within specification. No service history. During the service evaluation the following failures were identified: functional : frozen/will not move conclusion: ¿ failure reported is confirmed ¿ root cause: faulty parts (3210) ¿ action: repair device history review : no manufacturing record evaluation required as no manufacturer or service related issue found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. UDI: (B)(4). The device was returned for service; and did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from singapore that during service and evaluation, it was determined that the ream attachment device had the following failure: frozen/will not move. It was further determined that the device failed pretest on: check for mechanical free movement and check general function in running mode. It was noted on the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2024. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly